Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The brand name has been updated as 4580 fms duo+ pump/shaver combo; therefore, the common device name, procode, catalog number, UDI and 510(k) have been updated accordingly. All fields have been updated accordingly to reflect the correct information. The serial number has been updated as (B)(4); therefore, UDI: (B)(4). The manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported by the customer as following: the device has an intermittent rise in pressure. No further information available. No harm to the patient reported. No delay reported. Loaner requested.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).